Event description:
The customer contact reported that the rate independently changed. At an unspecified time, channel 3 of the pump was programmed on line a to deliver an unspecified concentration of dopamine at a rate of 7.2ml/hr and the delivery was started. No further programming parameters were provided. At 1425, the nurse noted that the pump was "audibly infusing faster than normal" and the display indicated a rate of 446ml/hr. The patient's systolic blood pressure (sbp) had increased to 170mmhg. The delivery was stopped and the pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Later, at an unspecified time, the therapy was resumed using a replacement pump. Reportedly, a cell phone was in use by a visitor in an adjacent room at the time of the event. Though requestd, no additional information was provided.